Manufacturer narrative:
Manufactures investigation conclusion: the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The serial number of the motor was not reported. The report of a "whirring" sound, alarm, and blank flow could not be confirmed during this investigation. The centrimag motor used at the time of the event was not returned for analysis. Multiple requests to obtain the product were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #pl-0280) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device did not return. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The reported event was confirmed during the investigation of a related centrimag 2nd gen primary console (serial number l05869-0010, reported under MFR #2916596-2019-01607). The centrimag motor used at the time of the event was not returned for analysis. Multiple requests to obtain the product were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined. Although the motor used during the time of the reported event was not returned, reports of similar events have been identified and corrective action has been initiated to investigate the issue. This investigation has determined that the motor used at the time of such events is the root cause of the issue. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was being supported by the centrimag console which was running a centrimag pump. It was reported that the cmag had high pitch scream overnight then alarmed, motor had a "whirring" sound for approx. 30 seconds prior to alarms, then flow probe "dashed out" but speed remained at 3800 rpm, console then turned off on its own and back on again. The speed was decreased to 2000 rpm, clamped and both console and motor changed were out. The patient had a history of cmag on the right side via rij protek duo, left sided impella. The patient was admitted on (B)(6) 2019 and rvad placed between (B)(6) 2019. The patient is currently on anticoagulation due to retroperitoneal bleed. Additional information has been requested but not yet provided.